Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not replicate/confirm the customer reported complaint. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was multiple erbe errors. The system was undocked from the patient so the surgeon could complete some work laparoscopy before proceeding robotically. Via artemis technical support engineer (tse) viewed multiple c-82, c-83 and m-02 errors but caller specified that the energy delivery was still ok despite the errors appearing. Tse advised the short term fix for these errors is to power cycle the generator. Tse also advised whilst the procedure is at the lap stage to prepare sk7704 vision side cart which is at the same software level p11b. Site confirmed that the other dv system is not in use and will do this as a backup. Field service engineer (fse). The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Ports were placed prior to issue being identified. System functionality was checked upon powering the system. System initially powered on without errors. Dvstat was contacted for troubleshooting. Customer powered down then back up. Procedure was completed robotically. System was still used with the error message. No increase in port size incision and no additional ports.